Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary heart catheterization procedure on (B)(6) 2010. The patient (weight: (B)(6), height: (B)(6)) had a history of hypertension (htn), lupus, and iron deficiency. Access was obtained via a 5f procedural sheath at the right common femoral artery (cfa). A pre-procedural femoral angiogram showed no calcium or pvd. The patient's blood pressure at the time of deployment was 165/91. Following the procedure, a radiology technician (rt), trained to the mynx procedure chose the device to close the puncture site. The device was prepped per the mynx instructions for use (IFU). Following device insertion and pullback of 2 stops, the stopcock was opened to check for blood flow and tension was released from the device. The sealant was shuttled down, and then it was reported that upon retracting the sheath, the tech encountered difficulty pulling it back and thought a balloon rupture had occurred due to a sudden jump backwards of the black handle. The procedure continued per IFU. When the advancer tube was moved forward, it reportedly slipped all the way down that the entire advancer tube could be seen. The advancer tube was stabilized and the stopcock on the syringe was opened. Blood was seen inside the syringe. He tried to remove the device but was unable. The device was pushed forward at the skin level, and balloon was aspirated again several times to no avail. An interventional cardiologist was consulted. He accessed the left groin (contralateral) and attempted to use a snare to retrieve the device contralaterally but was unsuccessful. He then cut the wire from the device and tried to puncture the balloon via the right cfa but was also unsuccessful. Then he switched back to the left groin and used an 8f sheath and a 10mm snare to capture the device; however he still couldn't pull the balloon into the sheath. The procedure was aborted. Another physician was consulted and he sent the patient to surgery to remove the balloon. At the time of last report, the physician was able to remove the balloon and wire tip during surgery with exception of the distal tip, which is missing. Reportedly, the patient tolerated the procedure well and was to remain in the hospital overnight. No further information was provided.

Manufacturer narrative:
Based on the limited procedural information provided and without return of a physical device the reported failure could not be investigated or confirmed. It was reported that the operator was unable to initially remove the device. Per mynx IFU, if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. Based on the information provided, the patient was sent to surgery to remove the balloon and the wire tip. It was reported that the distal tip of the balloon was missing. However, since the device was not returned for investigation, this could not be confirmed. The review of the lhr (lot f0934103) indicated that the mynx device met all established performance criteria prior to shipment.